Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. The screen brightness was set to 10; however, the screen was dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A simulated treatment was performed and completed without failure. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a shorted transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during drain four of four of their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged into a multi-connection power unit that was not shared. There were no recent power outages in the home or in the area reported. The patient connected the cycler into a 3-prong wall outlet. The ok and stop keys were not on. The patient adjusted the brightness setting; however, the screen visibility did not improve. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. . Upon physical evaluation of the cycler by the manufacturer, it was evidence of an internal short was identified on the transformer on the inverter board.